Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarms noted. There was no low reservoir alarm noted. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was less than 150mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.